Event description:
It was reported that the customer received repeated no delivery alarms on the insulin pump, that changing the infusion set did not resolve. The customer's blood glucose was not known. The customer did not perform troubleshooting at that time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).